Manufacturer narrative:
Unit was not sent to product services for evaluation. Customer sent test bags compounded at the facility to qm for determination of dextrose concentration. These solutions were analyzed chemically and results were qualitatively, but not quantitatively similar to those reported by the facility. Additional testing was done in the laboratory using sets supplied by the customer and sets of different lot number to prepare solutions (total volume = 100ml) not programmed to contain dextrose. The solutions contained small amounts of dextrose (0.002% to 0.2%).

Event description:
Reporter stated that caller from facility reported having the same problem with this unit as the one it replaced: having dextrose in the final container when none had been programed. This unit has not been used to prepare bags for pt use; it has been used to prepare tests bags. Station #: source solution: 1, amino acids 8.5%. 2, dextros 50%. 3, nacl 0.45%. 4, conc. Nacl. 5, dextrose 10%. 6, sterile water. With these source solutions hanging, he programmed 3 test bags. Bag 1 rec'd 25ml from station 2, 50ml from station 4. Bags 2 and 3 each rec'd 50ml from station 3 and 50ml from station 4. The solutions in bags 2 and 3 were then tested for dextrose by a dip stick. The concentration of dextrose was recorded as exceeding the maximum measurable value of 360mg%. The caller is convinced that the problem is not with the unit and he does not want to send it for evaluation until he tests it further with a different lot of transfer set. He will not use it for clinical compounding unitl the issue is resolved.